Manufacturer narrative:
The insulin pump was received with cracked end cap and with loose protruded drive support disk. No button keypad anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The customer mentioned issue with the button at the end of the pump. The customer clipped the pump on the side of the chair and the clips broke. The insulin pump will be returned for analysis.